Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model) patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: [?]event; the guidewire got stuck. [?]when did it occur?; [?]what type of guidewire was used?; [?]if the guidewire is a bsc device, please specify the lot or j-pos number; [?]was a new guidewire used to continue the procedure? Or was the same guidewire used?; [?]was the guidewire able to be removed normally?; [?]was there any resistance during the guidewire operation?; [?]was the guidewire inserted and removed from the catheter multiple times?; [?]what was the activated clotting time (act) when stuck occurred?; [?]please specify the details of the event; infected: no infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient outcome: no patient injury first time the unit was used: yes tested prior to use: yes used before expiry date: yes generator used ablation catheter used other used event date: 2025-8-14 as reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.